Event description:
(B)(6) -the dealer reported that the irc5p stationary concentrator would logoff without command, and it is unknown if it alarmed to alert the user to seek an alternative oxygen source. There was no patient injury reported.